Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was faulty rail in the drawer. A field service engineer replaced faulty rail in the drawer. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system drawer was broken. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.